Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was not responding properly. Customer stated she had call before in regards to the issues. Customer tested the device alarmed motor error and it has alarmed previously. She didn't recall her blood glucose level. Troubleshooting was performed. Customer attempted to deliver a bolus, the alarm went off when the device was in her pocket and the device also went into vibration mode. Customer was able to rewind the device and no other alarms had occurred. Customer has also noticed that her blood glucose has been ruining in the 500 mg/dl range while she has been on the device. She has administered more insulin than usual. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. No cosmetic damage noted during physical inspection.